Manufacturer narrative:
Additional information added to b5, d6b. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on (B)(6) 2026: a neurologist reported that on (B)(6) 2026, the patient underwent surgery at endoscopy for removal of peg tube. Additional information received on (B)(6) 2026: the neurologist reported that the surgical and gastroenterology teams have decided that the patient is not a candidate for a new peg tube to start continuous duodopa infusion and continue oral therapy.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On an unknown date during a replacement of the intestinal tube (j-tube), the endoscopist observed that the peg tube's endplate was embedded in the gastric wall. An attempt was made to dislodge it using an inflation balloon and dilation forceps, but was unsuccessful. The patient was referred to the emergency department for an ultrasound and blood tests and a surgical consult. No further information was available.